Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a left ventricular lead revision procedure. The left ventricular lead had previously been programmed off. It was mentioned that the lead had dislodged and pulled way back into the coronary sinus. The lead was explanted. A new lead was attempted to be implanted but the patient's anatomy was not compatible with transvenous lead placement. The left ventricular port was plugged and no new lead was implanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.